Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer was advised to change out the reservoir because it kept turning when the customer was verifying that the connection was secure. Customer changed the reservoir and was advised to assemble a new infusion set. Customer stated that the pump alarmed no delivery. Customer was advised that changing the reservoir resolved the issue. Customer was sent 2 replacement sets and reservoirs.